Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
As stated by the customer: error: runaway/ blinking exclamation mark / unit failed after 10 seconds error occurred on startup of device. No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4). The pump has been returned for investigation and repair to ssu-workshop. It has been detected a defective motor tacho. The complete motor has to be replaced. 2017-09-15: as confirmed by the ssu the defective motor is a parvex motor. Due to this fact that a parvex motor is affected in can be referred to the investigation of complaint# (B)(4). According to the corresponding investigation report: the runaway error occurs if the motor tacho generator signal and the optical tacho signal differ by more than 10%. Most probable root cause could be determined as an erroneous parvex motor tacho generator signal. Conclusion: the mechanical parvex motor tacho generator is error-prone due to the carbon brushes. The parvex motor has been replaced by baumüller motors in newer roller pumps. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).